Event description:
Pt of unknown medical history underwent valve replacement surgery (type unknown) with a cryopreserved aortic valve & conduit in 1998. The pt underwent repeated surgical procedure in 2004 and the homograft was subsequently explanted at approx 6-years post-surgery. No further complications have been reported to date.